Event description:
The customer reported that while the unit was in use on a pt, the unit's display became erratic while operating in the assist mode. The standby function was inoperable. The pt was switched to another unit and therapy was continued. No pt injury was reported.